Event description:
Edwards received notification that a valve model 3300tfx19mm implanted in the aortic position was explanted after an implant duration of five (5) years and one (1) month due to structural valve degeneration. Another edwards valve of the same model and size was implanted in replacement in combination with ascending aortic root replacement with dacron. As reported, a concomitant mitral valve replacement was performed.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including cad and moderate renal failure.

Manufacturer narrative:
H10: additional manufacturer narrative: attempts to retrieve the device were unsuccessful. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards received notification that a valve model 3300tfx19mm implanted in the aortic position was explanted after an implant duration of five (5) years and one (1) month due to symptomatic structural valve degeneration with severe pulmonary hypertension. In addition, an angiography showed stenosis of the left anterior descending artery and circumflex artery. Another edwards valve of the same model and size was implanted in replacement in combination with ascending aortic root replacement with dacron. As reported, a concomitant mitral valve replacement was performed. The patient expired but reportedly not due to the explanation of the valves.